Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the circumferentially and severely calcified mid left anterior descending artery. The 1.20mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however, the pressure level decreased at around nominal pressure on the first inflation. The pressure level then became unstable to increase. The device was completely removed from the patient smoothly. The physician suspected that the issue was due to the calcification of the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.